Manufacturer narrative:
This supplemental report is being submitted to provide the device additional informations. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel, suction channel, air / water channel and auxiliary water channel of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at ofr, the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the biopsy channel of the subject device tested positive for pseudomonas aeruginosa (200cfu/100ml) and the auxiliary channel tested positive for same bacteria(100cfu/100ml). In the test, the testing indicated no microorganism growth for the suction channel. There was no report of infection associated with this event.